Event description:
Major pump unit(s) involved: blood pump. Additional text: heartmate ii lvad, (B)(4). Specific component(s) involved: pump drive unit malfunction. Additional text: p/n 29257, sn (B)(4). Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.